Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. It was confirmed that no interruption in power was witnessed. Moreover, all connections were checked and found to be secured correctly. A full check of the unit was carried out: fio2 checks carried out at 0.21, 0.60 & 1.0 values at flow settings of 0, 5 & 9l and found within tolerances. Completed functional checks, the unit returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 gas blender system gave an error message related to a fault in ad transformer during priming.there was no patient involvement.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2015 and no other similar events have been reported. A complaints review was conducted and previous instances of the faults have been reported. According to the outcome of the investigations conducted on previous similar occurrences of the error, the claimed issue can be due to (I) faulty processor board (#90-304-730), or dc supply board (#90-304-740), (ii) an electrical connection issue, (iii) a missed gas blender warm-up phase, and/or (IV) an improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue). The egb was not retained for a deeper investigation because no short-term or long-term trends - conducted in accordance with livanova procedure - have been detected for the reported type of failure; reportedly, no patient impact occurred; and similar previous instances of the failure were reported and already investigated, as mentioned above. Based on the gathered elements, the root cause of the claimed case is unable to be identified. Nevertheless, based on the results of a similar complaints review and taking into consideration that the problem was not reproduced, it cannot be excluded that an accidental user mistake or an improper hospital gas supply may have contributed to the fault. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.